Manufacturer narrative:
Date of report: 04jun2019, date rec¿d by MFR:17apr2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-00185 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's touchscreen was faulty. The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.